Event description:
It was reported that during a breast biopsy, a green cable error code was received. The probe was changed and again the error code was received. The case was completed with a d10 system. There was no patient consequence reported.